Event description:
Patient received graft implant 2006. Patient presented to ER the following month, with swelling and signs of infection at site. Patient received irrigation and debridement and antibiotics three days later.

Manufacturer narrative:
Not returned for analysis. Graft remains implanted. Investigation /review of internal records, donor records, serological results, medical release, manufacturing, quality assurance/quality control reviews and processing cultures. Fourteen-day sterility cultures and destructive cultures negative for aerobic or anaerobic growth. Donor serology results negative. Graft 3228365 passed all release criteria prior to distribution. Conclusion: biocleans is a validated process for sterilizing allograft tissue and is the processing method utilized for graft 3228365. Following sterility, cultures negative for growth. The onset of infection weeks/months after initial procedure is most likely associated with adjunct hardware. Infection from a source other than allograft implant tissue is likely.